Manufacturer narrative:
Analysis of the catheter (lot no. Unknown) found coring, tears and cuts in the seal due to the outlet port of the pump connector that was not user-related. The pump connector also had a broken suture ring that was procedurally related. (B)(4)

Event description:
It was reported there was a catheter issue and the pump was explanted on (B)(6) 2014. It was stated the proximal segment of the catheter was also explanted on that date due to a break. It was stated that during a ¿programmed¿ replacement of the pump. The health care provider (hcp) noticed wear and cracks on the proximal segment and decided to replace it with a new one. The patient status was noted as alive with no injury. The drug delivered in the pump was unknown. No patient symptoms were reported.

Event description:
Additional information reported there was ¿anomalous dripping¿ at the connection between the pump/catheter with ¿collar damage.¿ it was clarified the pump was replaced due to end of service (eos) and the connector was replaced during that surgery. Additional information noted the eos was normal. Additional information noted the catheter had been implanted for approximately 7 years.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, explanted: (B)(6) 2014, product type catheter. (B)(4).